Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures.

Event description:
As reported from (B)(4) inconsistent repeated results with protime system of 2.2 inr vs. 3.2 inr with unspecified lab system. Patient therapeutic inr range not reported. No report of adverse event, serious injury, or intervention.